Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate erratic readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient alleged that she had done back to back testing and obtained various erratic readings; however, when the customer care advocate (cca) had the patient verify the readings in the meter memory there were no back to back readings done. The patient alleged that she had experienced hypoglycemia after she tested her blood glucose on the morning of (B)(6) 2010. The patient mentioned that she had obtained a result of 8.0 mmol/l ( 144 mg/dl) at 8:17 am and at 8:40 am developed symptoms of blurred vision with "jumping vision". She developed these symptoms while in the shower. She then went and ate breakfast which consisted of fresh orange juice and cereal to help elevate her blood glucose level. She also contacted her nurse and was advised to contact lfs. The patient was not tested on another device. Customer care advocate (cca) sent the patient replacement meter, strips and control solution. The complaint is being reported since the patient alleged that due to the elevated reading she later developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Event description:
The customer reported to baxter (B)(4) that an intermate sv100 was missing the blue cap before use. There was no report of patient injury or medical intervention. No additional information is available at this time. This is report 3 of 9 received with the same reported problem from this facility.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B) (4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.